Event description:
It was reported from (B)(6) that the patient passed away after being hospitalized since (B)(6) 2014. The patient was admitted to the hospital on (B)(6) 2014 with shortness of breath and increasing edema in the lower extremities. Lab values showed that the patient's b-type natriuretic peptide (bnp) was out of range. An x-ray showed no change of the pulmonary venous system or the liver. The patient was transferred to the intensive care unit (ICU) where anasarca was reported. The ventricular assist device (vad) was checked and no malfunction or suspected pump relation was reported. The patient was given inotropes and diuretics from that point forward. It was reported that the patient was not compliant and drank more fluid than he was allowed. He was placed on a therapy of restricted water and salt intact. It was reported that the patient's inr fluctuated between 1 and 7 during this time, without any change of the prescribed dose of warfarin. The patient was then started on heparin since the possibility of the heparin to work with protamine in the case of bleeding was an advantage. The patient developed epistaxis, so the heparin dose was lowered and the epistaxis was treated with ice and it resolved "quickly". On (B)(6) 2015, the patient developed melena and his hemoglobin level dropped. The melena was successfully treated by administering red blood cells and prothrombin-proconvertin-stuart factor-antihemophilic factor b (ppsb). Bleeding resolved until (B)(6) 2015. A shaldon catheter was placed on (B)(6) 2015 and the patient was started on "filtration" [dialysis]. On (B)(6) 2015, the patient began bleeding again. The treating team decided to use "rivaroxaban for anticoagulation since the bleeding issue was not manageable. The patient was getting weaker and due to terminal heart insufficiency on both the left and right side as well as liver and kidney failure and no opportunities to come out of the situation" the family and treating team decided to transfer the patient to palliative care. On (B)(6) 2015, the patient was no longer conscious and started agonal breathing. The patient's pacemaker and the vad were stopped and the patient passed away. No autopsy was performed per the request of the family, therefore the device will not be returned to the manufacturer.

Manufacturer narrative:
This device is not in remedial action/notification. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including bleeding, hepatic dysfunction, worsening heart failure and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The device remains implanted.